Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the patient reported pain when using her implant following an ear infection sometime in 2002. The pain subsided over time. In the fall of 2006 the patient had another ear infection. She reportedly flew in a plane with the infection then began to experience pain with implant use. The pain did not subside. In 2007, the patient reported decreased performance with the external equipment programmed so that the pain sensation was reduced. The results of an integrity test were consistent with a normal functioning receiver/stimulator. The decision was made to explant the device and reimplant a new device.